Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to open trace. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had audio anomaly and had hardware low level failure. Customer¿s blood glucose level was unknown at the time of incident. Customer reported they did hear the differences between the two audio beep volumes. Customer was able to clear the alarm and passed the self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.